Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The phaco handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The hp was received for testing on this investigation. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The returned handpiece was found to functionally exhibit no problems. Therefore, the root cause of the reported event "handpiece fails the test" is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The product has not been returned for testing on this investigation. Therefore, the root cause of the reported events cannot be confirmed. Based on the information obtained, the root cause of the reported events are inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Corneal burn is an issue that is occasionally reported with cataract surgery. Corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the cataract surgery a phacoemulsification handpiece wasn't getting tested and patient experienced corneal burn, iris prolapse in lateral incision and pain in the left eye. The patient underwent additional with surgical intervention such as iridectomy and extra paracentesis and was treated with drugs in order to prevent the postoperative infections. The current condition of the patient was not provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).